Event description:
Allergan aesthetics received a report via social media post, that a patient received a coolsculpting treatment to the abdomen and presented with hernias and has needed surgery for it.

Manufacturer narrative:
Correction: g1, g2, g3, g6, h6, b3 correction to become aware date / g.3 of previous 3007215625-2024-00291-00: 12-march-2024.

Event description:
Allergan aesthetics received a report via social media post, that a patient received a coolsculpting treatment to the abdomen and presented with hernias and has needed surgery for it.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. The coolsculpting user manual states that the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device. A supplemental report will be submitted if additional information is obtained.